Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a drain complication and reported having been diagnosed with peritonitis a week prior during the call. Upon follow up, the pdrn reported that on (B)(6) 2022 the patient went to the hospital for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the emergency room. The pdrn stated the results were unavailable. The patient was diagnosed with peritonitis and was admitted. The patient was treated with an unknown antibiotic therapy in the hospital. It was reported the patient stayed overnight and was subsequently discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown however but indicated a breach in aseptic technique is possible. However, it was reported the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated she will be doing a home visit soon to make sure the patient is following proper aseptic technique. The patient is continuing pd therapy with the same cycler and is being treated with intra-peritoneal (ip) vancomycin and ceftazidime per clinic protocol. The patient is reportedly recovering from the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler with cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler/liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a drain complication and reported having been diagnosed with peritonitis a week prior during the call. Upon follow up, the pdrn reported that on (B)(6) 2022 the patient went to the hospital for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the emergency room. The pdrn stated the results were unavailable. The patient was diagnosed with peritonitis and was admitted. The patient was treated with an unknown antibiotic therapy in the hospital. It was reported the patient stayed overnight and was subsequently discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown however but indicated a breach in aseptic technique is possible. However, it was reported the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated she will be doing a home visit soon to make sure the patient is following proper aseptic technique. The patient is continuing pd therapy with the same cycler and is being treated with intra-peritoneal (ip) vancomycin and ceftazidime per clinic protocol. The patient is reportedly recovering from the peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a drain complication and reported having been diagnosed with peritonitis a week prior during the call. Upon follow up, the pdrn reported that on (B)(6) 2022 the patient went to the hospital for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the emergency room. The pdrn stated the results were unavailable. The patient was diagnosed with peritonitis and was admitted. The patient was treated with an unknown antibiotic therapy in the hospital. It was reported the patient stayed overnight and was subsequently discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown however but indicated a breach in aseptic technique is possible. However, it was reported the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated she will be doing a home visit soon to make sure the patient is following proper aseptic technique. The patient is continuing pd therapy with the same cycler and is being treated with intra-peritoneal (ip) vancomycin and ceftazidime per clinic protocol. The patient is reportedly recovering from the peritonitis event.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.